Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the plunger of the syringe in the barrel is leaking. It is a liquid leak. The device was replaced by one from another supplier. Further information indicates that there was no patient injury. No medical intervention. It is already a difficult action to perform and to know if the anesthetist is in the epidural space because the syringe is leaking.

Manufacturer narrative:
Qn# (B)(4). The customer reported the lor syringe leaked. The customer returned one opened kit (reference files (B)(4)). The 7cc luer-lock plastic lor syringe was removed from the kit and was visually examined with and without magnification. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. Functional testing was performed on the returned syringe using the lab leak tester (ref-002902) per the parameters in amrq-000155 rev. 6, section 7.2-positive pressure leakage. Water was aspirated into the syringe to the 7cc mark (100%) and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. The plunger was rotated 45deg and the syringe was once again tested at 10psi for 10 seconds and no leaks were detected. This was performed by rotating the plunger 45deg until the plunger had rotated a full 360deg with no leaks detected. Water was removed from the syringe to the approximate 5.6cc mark (80%) and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds with the plunger being rotated 45deg until it had rotated a 360deg with no leaks being detected. Water was removed from the syringe to the approximate 1.4cc mark (20%) and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds with the plunger being rotated 45deg until it had rotated a 360deg with no leaks being detected. The luer end of the returned syringe was capped. With the tip sealed, the lor syringe was tested for leaks by pushing the plunger into the barrel. This was performed at 7cc, 4cc, and 2cc by pushing the plunger and rotating 45deg until the plunger had rotated a full 360deg. No leaks or slippage of the plunger occurred. An attempt to remove the plunger from the barrel was performed. The plunger seal snapped back when attempting to remove from the barrel. A design history review was performed for part # kz-05400-018 as a part of this complaint investigation. There have been no material changes for this part during the last two years that could have led to this complaint. The reported complaint of the lor syringe leaking could not be confirmed based on the sample received. The returned lor syringe passed functional testing including a leak test. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. There were no functional issues found with the returned sample.

Event description:
It was reported that the plunger of the syringe in the barrel is leaking. It is a liquid leak. The device was replaced by one from another supplier. Further information indicates that there was no patient injury. No medical intervention. It is already a difficult action to perform and to know if the anesthetist is in the epidural space because the syringe is leaking.